Event description:
The customer reported via phone call indicating that the insulin pump alarm constant tone. Customer's blood glucose was unknown mg/dl. The alarm did clear successfully by pressing esc/act. The customer also reported via phone call that the insulin pump had a moisture damaged. Customer's blood glucose was unknown mg/dl. The customer stated that there is fluid under the lcd display. The customer does not recall any significant events leading to the issue. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was unable to troubleshoot on a21 due to blank display. The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was 170 mg/dl. The customer was advised that the device would be replaced due to moisture damaged.

Manufacturer narrative:
Findings: pump received with blank display and constant tone alarm due to moisture damage electronic assembly. Unable to verify a21 alarm due to blank display. Pump received with cracked case at display window corners, cracked reservoir tube lip and cracked reservoir tube.